Event description:
At 1519, crrt machine alarmed and failed. Therapy stopped and tubing disconnected from patient, machine did not allow blood return to patient. Hgb at that time was 11.5. At 0341, hgb was 12.0.